Event description:
It was reported that the patient underwent a revision procedure where the lead was replaced because there was a clinical need to change the positioning of the lead as the patient was not receiving optimal therapy due to surgical misplacement. The procedure was completed successfully.